Manufacturer narrative:
Evaluation summary: the reason for revision does not appear to be directly related to the humeral head or stem. No x-rays were provided for review. It is reported on the product experience report that "surgeon does not feel implant failed but the pt fall may have caused instability and inferior wear". However, based on the available info, a definitive root cause cannot be ascertained at this time. Device history records indicate all components were manufactured, packaged, and inspected to spec.

Event description:
It is reported that the device was implanted in 2004, and the pt was brought to surgery for arthroscopic shoulder surgery to rule out a loose glenoid component post-op 4 yrs. When probing poly during arthroplasty, it appeared to be loose. So, a decision was made to revise the glenoid component and humeral head. Upon opening the joint it was determined not to be loose at bone/implant interface, but that cold flow of poly inferiorly occurred causing poly to thin out and move when probed during arthroscopy. The pt fell 18 months prior to the revision date of 2009.